Event description:
It was reported that the customer received the device back from repair and there was glue still stuck on the inside of the distal end of the gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of glue stuck on the inside of the distal end could not be established. Olympus will continue to monitor field performance for this device.